Event description:
It was reported that the paddle broke during an implant procedure.

Manufacturer narrative:
Sc-8216-70 (sn: (B)(6) the returned paddle lead was analyzed and it was revealed that electrodes 5 and 12 are partially dislodged from paddle end of lead but all are still connected to its corresponding cable. With all the available information, boston scientific concludes that the issue was confirmed. Visual inspection revealed that electrodes 5 and 12 are partially dislodged from paddle end of lead but all are still connected to its corresponding cable. This type of damage occurs when the lead is exposed to excessive mechanical force caused by bending the paddle, resulting in the dislodgement of the electrodes. The probable cause selected is unintended use error caused or contributed to event. No escalation is recommended at this time.

Event description:
It was reported that the paddle broke during an implant procedure.